Event description:
It was reported to empi that a patient received a 3rd degree burn during a hybresis treatment. The injury was on the anterior right shoulder, the diagnosis was right shoulder impingement and tendonitis. This was the 1st treatment. The skin was cleaned with alcohol prior to the treatment. The compound used was dexamethasone at 0.4% concentration and 1.5ml was used on the negative side of the hybresis patch. The mode was hybresis and the treatment was for 2 hours for 80ma minute. The therapy performed prior to the treatment was, therapeutic exercise, manual therapy. The treatment area was not compressed and there was no wrap or covering on the electrode. The patient noticed the burn upon removal of the patch. The physical therapist was notified two weeks later. The patient returned two weeks later to let the therapist know she would not be returning. The irritation was described to be a large area of burn that appeared to be the entire surface of the negative side of the patch, the scab was large and healing at two weeks. It was unknown if the patient received medical treatment for the incident. Progress toward recovery was impeded because of this incident and the patient did not return to therapy.

Manufacturer narrative:
The hybresis patch that was used will not be returned for evaluation. If more information becomes available then a follow-up report will be filed. Patch was discarded by patient.